Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned for evaluation establishing a relationship with the reported event. The visual evaluation found no faults. The functional evaluation found when fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. Probable root cause is a pump error has been detected. The pump can no longer apply therapy. The complaint history file contains no further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the start button was pushed the lights on the pico device box flashed but the device box did not operate. There is no information regarding if there is a case or patient involved nor the procedure that was performed or how the procedure was completed. No patient injury, delay or other complications were reported.